Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8628601.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to osteoarthritis. The patella was resurfaced and depuy cement x 3 was utilized. The surgeon notes the femur received a 5-degree valgus cut and 2-mm was removed from the tibia during implantation. The procedure was completed without complications. Patient received a right tka revision to treat pain secondary to loosening. Upon entering the joint, the surgeon identified and debrided scar tissue and synovitis. The tibial tray was loosened and debonded at the cement to implant interface. The patella was loosened at the cement to implant interface and revised. The femoral component was well-fixed and revised. There was no reported product problem with the revised tibial insert. The patient was implanted with competitor products. The procedure was completed without complications. Doi: (B)(6) 2018. Doi: (B)(6) 2020; right knee.